Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a questionable result of a pregnant patient's sample when tested on tango optimo. The patient had the known blood group a rh(d) positive and yielded the correct results on forward typing, but +/- with erytypecell b on erytype s abd+rev.a1, b. Because of this reaction, tango optimo resulted the patient type with a question mark. The customer did neither return the supposedly defective product nor the patient sample that had caused a false positive respectively questionable result. Therefore our quality control laboratory tested different donor samples with the retained sample of erytype s abd+rev.a1, b and erytypecell a1,b in tango optimo. All positive and negative reactions were correct. We did not observe any false positive respectively questionable results. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a questionable result of a pregnant patient's sample when tested on tango optimo. The patient had the known blood group a rh(d) positive and yielded the correct results on forward typing, but +/- with erytypecell b on erytype s abd+rev.a1, b. Because of this reaction, tango optimo resulted the patient type with a question mark. Our quality control laboratory is still waiting for the supposedly defective product and the patient sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.